Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 586 mg/dl. Customer delivered correction boluses and administered manual insulin injections to address bg. Pump system check with tandem technical support (cts) found that the pump basal settings had been adjusted recently and a kinked non-tandem cannula. Reportedly, customer changed out the infusion set and cts recommended customer to discuss event with a healthcare provider.